Manufacturer narrative:
(B) (4)

Event description:
Customer reported that during a blood infusion, a leak from the pumping segment below the upper fitment was noted. No patient/user harm reported. No additional information was provided.